Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: before setting camera port, access needle was inserted into navel, but insufflation could not be done. Removed the needle from cavity and confirmed that blade was exposed. Opened new one to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).